Event description:
The hcp reported that patient was experiencing painful spasms and spasticity thoughout 2003. A side port aspiration was successful. The hcp changed the medication dosage without success. The patient outcome was reported as "ongoing lack of response."